Event description:
It was reported that the customer's blood glucose level was high, although the specific value was not available, and the reading was displayed as "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump, and tandem technical support instructed the caller to inspect various components of the system, such as the site, tubing, and t: lock connection. Ultimately, cts recommended consulting a healthcare professional to discuss factors affecting blood glucose levels, and the caller acknowledged this, agreeing to replace supplies as needed and continue with insulin therapy.